Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that during an initial implant procedure on (B)(6) 2021, the lead was noted to be damaged with a bent lead tip. The physician believes he might have damaged it when inserting the lead into the sheath, but was ultimately unsure. The physician then elected to replace the damaged lead with a new lead. The replacement was successful. The patient did not suffer any complications.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received notes that insulation anomaly and fracture were also noted.